Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited t-wave over-sensing. No intervention was performed. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-41849. The post paced t-wave oversensing was also noted on the patient's implantable cardioverter defibrillator.